Manufacturer narrative:
Evaluation summary: product inquiry states the conical extractor received to be the subject product. No further associated products were reported. Review of the manufacturing and inspection records revealed no discrepancies. The item returned was documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. As the device had been in use for a longer time (manufactured in 2013) we pre-suppose that the device had fulfilled its tasks in former surgeries as intended without any problems reported. The tip of the conical extractor received is partly broken off. The breakage surface indicates a (forced) brittle break of the device due to a bending overload. To prevent this, the extractor is laser-marked with the warning ¿do not lever¿. The material is hardened to be harder than the screws. Hardened materials are brittle and rather break than bend. Therefore it is not allowed to bend the extractor i.e. Using it as lever arm. According to additional information received from the cic japan, the extractor did not break during a surgery. It can be assumed that most likely levering the device during the cleaning and sterilization process may have led to the breakage of the tip. Nevertheless a pre-damage in prior surgeries cannot be excluded. Based on the above facts it can be ascertained that the root cause of the reported event is not related to a deficiency of the device, but is rather linked to an inadequate handling by the user. No non-conformity was identified.

Event description:
During the inspection of the returned loner instruments from the hospital, it was found that the tip of extractor broke.

Event description:
During the inspection of the returned loner instruments from the hospital, it was found that the tip of extractor broke.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.